Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had extended and retracted the helix of the lead outside of the patient without any problem, but then when they went to fixate the lead during the procedure they were not able to extend the helix completely. The lead was removed from the patient and it was found that the active fixation mechanism was not working properly. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Blood was observed on the sleeve head of the lead. If information is provided in the future, a supplemental report will be issued.